Event description:
It is reported via legal documentation that a patient had a right total hip arthroplasty on (B)(6) 2018, with no revision surgery reported. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
Concomitants: 101-05-20 - 3.2mm drill bit 20mm 1pk (B)(6) 170-36-93 - biolox delta femoral head 36mm od, -3.5mm (B)(6) 180-65-20 - alteon 6.5mm screw, 20mm (B)(6) 180-65-20 - alteon 6.5mm screw, 20mm (B)(6) 186-01-56 - integrip cc, cluster 56mm,g3 (B)(6) 190-30-08 - alt ha s clr std sz 8 (B)(6). These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
Manufacturer narrative: based on the available information, the patient involved in the incident meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner. The most likely cause for the reported prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not available for evaluation, and images or radiographs were not provided. At this time, it does not appear that the patient¿s right hip has been revised.